Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #1 proglide, part# 126730-03, lot# 89004-6h, is being filed under medwatch manufacturer report number: 2953144-2010-01737.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.